Event description:
Pain; applicator failed to separate from the dexcom g6 continuous blood glucose monitor sensor once the release button was depressed. Applicator had to be pried off of skin two times with two separate sensors from the same lot. Report filed with dexcom (B)(4). Your tech support request number is (B)(4). FDA safety report ID # (B)(4).